Manufacturer narrative:
Product event summary: (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 3 high watt alarms and an increase in power consumption starting on (B)(6) 2017 through (B)(6) 2017. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 2.02 watts. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed evidence of thrombus within the pump, confirming the reported "thrombus" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event observed in the log files can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources.

Event description:
It was further reported that a blood transfusion occurred in the operating room.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen for routine follow up in which it was noted they had asymptomatic lactate dehydrogenase (ldh) rise. The patient was admitted to the hospital and on admission, the patients ldh was 668 units per liter (u/l) and international normalized ratio (inr) was 2.4. The patient was given fluids and ldh began trending down; however, this trend began going back up after day 8. Plavix was added into the patient medication regiment as well as heparin with a goal of 40-50 partial thromboplastin time (ptt) on (B)(6) 2017. It was decided to give a dose oftissue plasminogen activator (tpa) on (B)(6) 2017. The patient did not respond. On (B)(6) 2017, the patient was given bivalrudin, aspirin, coumadin, and plavix. Ticagrelor was started on (B)(6) 2017 and aspirin was given at 81 milligram (mg) while bivalrudin was discontinued. On (B)(6) 2017, ldh was significantly higher; powers were not significantly elevated, but the patients urine was dark. Ticagrelor was stopped and bivalrudin was restarted. Aspirin was restarted at 325 mg. Tpa and vad exchange were considered at this point. On (B)(6) 2017 the patients ldh trended up to 624 and bivalrudin was restarted. The patient was discussed at a transplant meeting and deemed not a suitable candidate due to interstitial lung disease and need for lifelong steroids. It was decided that the patient would undergo a ventricular assist device (vad) exchange. Plavix was stopped on (B)(6) 2017 in preparation for the vad exchange. The pump was exchanged on (B)(6) 2017. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a suspected pump thrombus. The patient underwent a pump exchange. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.